Event description:
Boston scientific received information that this patient's home monitoring equipment detected a high out of range pacing impedance of greater than 2000 ohms for this left ventricular (lv) lead. The patient was evaluated in clinic. With any pacing configuration that included the lv ring the pacing impedances were greater than 2000 ohms and there was intermittent loss of lv capture. When the lv lead was programmed to the lv tip to rv configuration the pacing impedance was within range at 342 ohms and the capture threshold was normal at 0.5 v. The health care provider then consulted with boston scientific technical services (ts), who discussed the construction of the lead, and that it appears that there is a fracture in the positive lv conductor. It was discussed that the negative conductor could be impacted in the future. The patient is a golfer and it was thought that may be a contributing factor to the lead issue. At this time, the lead remains in service and was reprogrammed to the lv tip to rv configuration. Monitoring will continue. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.